Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown screws: philos/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Health effect clinical code: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, after a pose of a philos plate, a recovery surgery was performed, and the surgeon observed the absence of locking of the proximal screws intra-operatively. The plate was ablated and was replaced during a same recovery surgery. This report is for one (1) unknown screws. This is report 2 of 2 for complaint (B)(4).